Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an MRI guided percutaneous breast tissue marker placement procedure using the ultracor twirl breast tissue marker. Prior to the procedure, it was reported that tha damage was noted to the inner packaging, including a breach that could have affected device sterility. A perforation (hole) was identified in the package. There was no reported patient contact.